Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon ruptured at 28 atm after multiple inflations were performed and the device could not be retracted through the 6f introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the pt. No pt injury.